Manufacturer narrative:
The product was not returned for evaluation. No applicable imagery was provided for review. A device history records (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the device and no deficiencies were identified. During the manufacturing process, the commander delivery system is visually inspected and tested several times. During manufacturing, the delivery system balloon component was 100% inspected. During the final inspection, the delivery system underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a non conformance contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint event was unable to be confirmed due to the unavailability of the device/applicable imagery. Due to the device not being returned for further evaluation, a potential manufacturing nonconformance was unable to be identified. A review of the DHR, lot history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. The exact cause of pacemaker lead dislodgement during a transseptal mitral procedure is unknown. However, some possible causes include suboptimal anchoring of the pm lead, suboptimal/anomalous trajectory of the lead, suboptimal location of the septal puncture (too close to the pm lead). Due to insufficient information, a definite root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment escalation, nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is underway.

Event description:
As reported via a field clinical specialist, a 26 mm sapien 3 valve was implanted in the mitral position via transeptal approach into a six year old pre-existing surgical mitral valve. During the procedure the commander delivery system 'displaced the left atrial lead as it passed through the trans-septal puncture.' The lead was in the left atrium. As the commander passed through the septostomy from the right atrium to the left atrium the end of the crimped valve got caught on the lead (clothes-lined). They backed the commander up and tried to advance it again but it was still caught on the lead. On the third attempt the lead became displaced as the stent frame caught it and appeared to be loosened from its anchor in the atrium. The commander passed through and the sapien 3 valve was implanted successfully. The patient was stable throughout the procedure. The electrophysiologist physician was called to remove the lead, which was done in a minimally invasive, almost completely percutaneous procedure. The patient did not have surgical intervention into the heart for the new lead placement. The patient was doing well post procedure. Per report, there was no malfunction of the commander. The sapien 3 valve was crimped appropriately. The septostomy location was adjacent to the lead, restricting the pathway that the commander could transition from the right to left side.